Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it was difficult to inflate and deflate the pilot balloon. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: updated. H3: one sample was received. Sample was visually and functionally tested and the customer reported complaint was able to be confirmed. Air was introduced into the cuff using a syringe, and it was observed that inflating the cuff proved to be challenging, which corroborates the customer complaint. There was a defect on the valve which does not allow the air flow into the cuff. It is unknown how the valve was damaged, which suggests an isolated issue related to component. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.